Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that display screen was dim and difficult to read even in the dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the display screen has a pinkish contrast when powering to the verify screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Unrelated to the complaint,a crack at the threads of the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.